Manufacturer narrative:
Additional information was received that medial ipg migration was confirmed by x-ray. The patient underwent a revision procedure and was doing well postoperatively.

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed a medication to help with the irritation. The physician assessed that the ipg was off to the right of the anchor site and thought that the battery had migrated medially.

Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient was experiencing pain at the ipg site. The patient was prescribed a medication to help with the irritation. The physician assessed that the ipg was off to the right of the anchor site and thought that the battery had migrated medially.